Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system; insulin had squirted out during the prime process before the pump alarmed. The patient's blood glucose at the time of incident was 17 mmol/l. Troubleshooting was initiated for the rewind and prime issue. The customer was advised that the motor does not detect the reservoir. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to force sensor damage by moisture. The insulin pump was unable to verify prime alarms due to motor error alarms. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and missing end cap sticker.